Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. Unable to verify no delivery alarm due to button keypad anomaly. The insulin pump has stained end cap sticker, cracked display window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a no delivery alarm and was not able to clear due to buttons not responding. Customer was able to clear no delivery with infusion set change. It was also reported that insulin pump had a crack on display screen and discoloration on opposite side of battery compartment. Customer's blood glucose was 300 mg/dl and treated with manual injection. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.